Event description:
The mother of the pt reported that a week ago, insulin leaked inside the cartridge compartment of the infusion device. She stated, that the pt changed the cartridge and had no further issues until tonight (02/21/07), when he noticed the cartridge compartment window was "foggy." The pt stated, that he visually inspected the cartridge and did not see anything that would cause them to leak. The mother also stated, that the pt's blood glucose has been erratic for the past week ranging from 34-225 mg/dl. His normal blood glucose range is 100-150 mg/dl. The mother stated, that the pt feels shaky and takes a glucose tablet, when his readings are low and he gets angy, when his blood glucose is high and he boluses. The pt was advised to switch to his backup infusion device. Upon follow up, the mother stated the pt's blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.